Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a patient implantable with neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had a fall and the doctor wanted to remove the device for an MRI. Follow up information received on april 5, 2017 from the healthcare professional (hcp) reported the patient experienced the fall in (B)(6) 2017. The patient needed the MRI for back issues. As troubleshooting performed the ins was turned off but the patient still felt some discomfort. As an intervention, antibiotics were given and then the device was removed for the MRI. The patient¿s weight was reported as ¿obese¿. The issue was reported as resolved. When contacted for follow up, the manufacturer¿s representative had no additional formation.